Manufacturer narrative:
(B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Event description:
Philips received a complaint from a customer that the system was unable to cine or fluoro. There was possible short in floor pedal. It has not been confirmed that the footswitch was bent.